Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
It was reported that the "patient recognized that the controller changed from one power port to the other one before batteries are down to 25%." Site stated that they downloaded log files and replaced battery from hospital stock." Event is documented "in the alarm files and is a corresponding event that was detected." There was one critical battery alarm on (B)(6) 2015 from log files that correspond with the event. There were "no effect on patient and he was doing fine the whole time." The replacement "resolved the issue." No additional information provided.